Event description:
A malfunction was reported by a customer. There was no adverse impact on the customer's blood glucose level since no related events occurred on the date specified, and the last device usage was recorded on december 31, 2025. A replacement pump has been provided.